Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have blood glucose of 254 mg/dl and was feeling lethargic. During troubleshooting, it was found that there were air bubbles in the infusion set close to the exit. Customer was assisted in releasing air bubbles, cut was not able to continue due to not having anymore insulin. Customer reported that he does not let insulin get to room temperature. Customer reported that infusion set was changed every nine days. Customer reported that when blood glucose gets too high, he passes out and when it's too low, it affects his brain. Customer reported of changing his settings but could not verify it was correct due to not having the setting given by his healthcare professional. Customer was not able to continue troubleshooting.